Event description:
A nurse reported to baxter an issue of leak in minicap transfer set found during use. The nurse stated that the povidone iodine leaked from the connection between transfer set and the twin bag. The set was used for 20 days. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.